Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: during investigation, the display was found to be dim and discolored. The battery compartment was found to be cracked. There was no damage or peeling to the keypad. The keypad buttons were intermittently responsive. The keypad was removed and there was contamination found under all the key contacts. The ok button had a contact defect-the contact was inverted. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, and a dim/fading display. This report is made based on results of investigation completed on 17-dec-2018